Event description:
Healthcare professional reported, left side "u/s and MRI documented rupture" of "textured implants". Device has been explanted and replaced.

Manufacturer narrative:
Visual device analysis: visual analysis of the photographs identified, anxiety-product/procedure, unable to observe, as it is a medical event. That is not related to the device. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, d6b, g1, h6.

Manufacturer narrative:
Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" "textured implants".

Event description:
Healthcare professional reported left side "u/s and MRI documented rupture" of "textured implants." Device remains implanted.